Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode provided a shock for an arrhythmia. Technical services (ts) noted the arrhythmia appeared to be ventricular tachycardia (vt) however the conditional shock zone was programmed to a higher rate. There was oversensing of the wide complex with large t waves. It appeared to be an inappropriate shock from a device programming standpoint however, a clinically appropriate shock for the arrhythmia. Ts discussed programming optimization with the health care professional. This s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited oversensing in the primary vector, resulting in an additional inappropriate shock to this patient. Undersensing in alternate vector was observed. Ts discussed programming options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD system therapy was turned off and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode provided a shock for an arrhythmia. Technical services (ts) noted the arrhythmia appeared to be ventricular tachycardia (vt) however the conditional shock zone was programmed to a higher rate. There was oversensing of the wide complex with large t waves. It appeared to be an inappropriate shock from a device programming standpoint however, a clinically appropriate shock for the arrhythmia. Ts discussed programming optimization with the health care professional. This s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited oversensing in the primary vector, resulting in an additional inappropriate shock to this patient. Undersensing in alternate vector was observed. Ts discussed programming options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.